Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead had insulation damage. It was further reported that the insulation appeared to have separated from lead body and it appeared that bare metal was visible where insulation break was present for both leads. The ra and rv lead were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical devices: a2dr01 ipg was implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.